Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to baseline ECG) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to the j1003bb inter-pca connector on the computer/analog pca. The pad under j1003bb was lifted. The root cause for the lifted pad could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that an ECG baseline was unable to be completed for a (B)(6) patient.